Manufacturer narrative:
This product does not have an expiration date. Eval summary: the product was evaluated in the field on (B)(4) 2010. The service tech conducted a visual examination of the product and found that the circlip attaching the spring arm to the horizontal arm was indeed unseated on the surgical light suspension. The unseated circlip resulted from an improper installation and was the reason the spring arm started detaching from the horizontal arm. The tech visually inspected the circlip, and since no defects were detected, it was reinstalled. This is not a single use device.

Event description:
A sales rep emailed in stating that the in-light camera was not working and that the suspension arm was sliding down. This led the sales rep to believe that the circlip was not seated. There was no pt involvement nor adverse consequences.